Manufacturer narrative:
Additional information received from the physician/author stated that medtronic product did not cause or contribute to any of the observed deaths and was not directly related to the observed adverse events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: zaid s et al. Novel anatomic predictors of new persistent left bundle branch block after evolut transcatheter aortic valve implantation. Am j cardiol. 2020 apr 15;125(8):1222-1229. Doi: 10.1016/j.amjcard.2020.01.008. Epub 2020 jan 30. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the predictors of new persistent left bundle branch block (np-lbbb) in patients who underwent transcatheter aortic valve implantation (tavi) with evolut r or evolut pro valves. All data were collected from two centers between january 2016 and april 2019. The study population included 396 patients and was predominantly female with a mean age of 82 years. All patients were implanted with medtronic transcatheter bioprosthetic valves: evolut r (194) and evolut pro (202). No serial numbers were provided. Among all patients, 11 in-hospital deaths occurred, and an additional 15 deaths occurred within 30 days after tavi. No further details were provided. Based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events that were observed in-hospital and within 30 days after tavi: new permanent pacemaker implantation due to np-lbbb or unspecified changes in cardiac electrical activity; np-lbbb without permanent pacemaker implantation; stroke; ¿deep¿ valve implant depth at the non-coronary cusp or left coronary cusp; mild-moderate-severe paravalvular leak; and unspecified major vascular complications. Based on the available information, medtronic product was associated with the adverse events. No additional adverse patient effects or product performance issues were reported.